Event description:
Had right knee tkr, deputy attune rp size 4 tibial 10mm in (B)(6) 2018. Within 10 months, knee was very painful, unstable, and range of motion was worsening. Bone scan done (B)(6) 2019 showed possible loosening at tibial component. Another bone scan was repeated at same hospital (B)(6) 2020 using the same machine and report said "suggested loosening". I had a total knee revision done (B)(6) 2020 - aseptic loosening at tibia was on the operating room report. FDA safety report ID# (B)(4).